Manufacturer narrative:
The pump has been returned and evaluated by product analysis 12/13/2013 with the following findings: a review of the pump history showed multiple power reboots. The battery cap threads were found to be fully intact; no corrosion or cracks were observed. The battery cap height and width was found to be within specifications. The pump performed rewind, load, and prime steps with no power reboots occurring. The pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of power observed. The pump was opened and no defects were found on the power circuits. Investigation confirmed power reboots in the pump history but was not able to duplicate during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter contacted animas to report the pump had intermittent power and was re-booting. The reporter noted no damage or corrosion seen on the pump or battery compartment. The patient replaced the battery cap, however the power issue was not resolved. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.